Manufacturer narrative:
(B)(4). Batch # m90741. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining four clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling the device, no anomalies were found. Possible causes for the found condition of the yielded jaws may include closing the device over an existing hard object or clip (thus placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position) or the excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during an unknown procedure the clips were stuck. There was no patient consequence reported and no additional information is available regarding this event.